Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 27-may-2026 against "lot number 6015464 and similar malfunction codes: occlusion at infusion site (infusion set related)- blockage occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The review confirmed that lot number 6015464 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 27-may-2026 against "lot number" criteria equal 6015464 and similar malfunction codes: occlusion at infusion site (infusion set related)- blockage. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot number 6015464 was manufactured according to the work instruction (wi) version 125 and manufactured in the line 04, on 16-sep-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5j02789 was manufactured according to the work instruction (wi) version 71 and manufactured in the gluing machine spot 1, on 15-sep-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot number 6015464 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced occlusion at infusion set site on 05-apr-2026. The patient changed soft cannula infusion set only and resumed insulin.